Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024, the patient experienced a stoma site infection with pain and redness. On (B)(6) 2024, the patient was seen by a physician who prescribed 500mg of oral cefalexin tablet three times a day.